Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports that she was using the safety system appropriately and somehow the safety cap broke off at the top and she got poked. She was using her thumb to push up.